Manufacturer narrative:
There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report a patient had skin irritation. The patient alleged a rash under his back therapy electrode (te) pads. The patient consulted a physician about his rash. Follow-up indicated that the condition of the rash has not improved.